Event description:
The surgeon stated that the stapler misfired in the sense that all of the staples came out of the device during a gastric bypass procedure. He stated "none of the staple legs bent in a b fashion -essentially none of the staples closed- and therefore, I had to go back and manually remove every staple that came out of the device and then I switched to a universal endoscopic gia stapling device and had to perform multiple fires across the proximal stomach with the linear 4.5 mm stapling loads, and this essentially completely divided the proximal stomach in two. Here again, this created proximal gastric pouch of approx 30-40 ml volume." She came back into the hosp a week later with free air in her abdominal cavity and candida contamination of the abdominal cavity. Diagnosis or reason for use: gastric bypass.